Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners.

Event description:
It was reported that there are many scratches on the inuslin pump's display screen. It was also reported that the insulin pump is worn. The blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)